Event description:
It was reported that during the implant of this right ventricular (rv) lead poor sensing was exhibited. The lead was not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead will be returned. Upon return and analysis completion this investigation will be updated.

Manufacturer narrative:
This lead has not been return returned. Should the lead be returned, analysis will be performed and this investigation will be updated.

Event description:
It was reported that during the implant of this right ventricular (rv) lead poor sensing was exhibited. The lead was not implanted and will be returned. No adverse patient effects were reported. Additional information noted that due to covid-19 virus it was not possible to estimate the return date for this lead due to office closures. A tracking number was also not able to be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this right ventricular (rv) lead poor sensing was exhibited. The lead was not implanted and was returned. No adverse patient effects were reported.